Event description:
Pharmacist reports after reconstituting a 2gm vial of cyclophosphamide with 100ml of sterile water using baxter's dispensing pin the "cornwall dispensing gun was removed and contents from the vial immediately sprayed out of the top of the dispensing pin aerosolizing the reconstituted cyclophosphamide in the hood." Reporter states the procedure took place in a biological safety cabinet and they were wearing protective gear, however, they were not wearing a respirator. Reporter states due to the aerosolization of the drug, there is a chance they may have been exposed to the drug through inhalation. Following the incident, the reporter followed up with employee health and they had a complete blood count (cbc) drawn. No additional information is available at this time regarding the status of the healthcare professional.